Event description:
54 yr old pt presented to device clinic with increased shocks. Pt has ICD with epicardial patches and sensing leads. Upon evaluation of ICD, oversensing noted per beep-o-gram. Device disabled, pt admitted and plan revision of lead system. Not determined at this time if leads fractured versus insulation break.